Event description:
It was reported that shaft break occurred. A 4.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, advancing the device back and forth were difficult resulted the shaft to kink; and the proximal side of the hypotube shaft got separated. The device was removed normally, and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr ous 4.00 x 16mm stent delivery system was returned for analysis. Visual, tactile, microscopic and a wire insertion test was performed on the device. The device was successfully tracked through a recommended 0.014'' guidewire with no issues. Examination of hypotube shaft identified a break at 23cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft were also identified. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 4.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, advancing the device back and forth were difficult resulted the shaft to kink; and the proximal side of the hypotube shaft got separated. The device was removed normally, and the procedure was completed with a different device. No patient complications nor injuries were reported.